Event description:
Pt visited with primary care physician in 2008 and received confirmation that a bulge on the right groin area was an inguinal hernia. This was the first diagnosis of a hernia for the pt. The primary care physician referred pt to the general surgery department of the medical center. Seventeen days later, the pt met with a surgeon in the general surgery department. The surgeon confirmed that there was an inguinal hernia on the right side and a small inguinal hernia on the left side. Surgery to repair the hernias was then scheduled for the following month. Two weeks prior, pt completed pre-op visits with a nurse practitioner in general surgery and with the anesthesiology staff. On that month, pt checked in to the medical center for the out-patient hernia surgery. The surgeon performed bilateral laparoscopic surgery to repair the hernias, inserting hernia mesh devices on both sides. The hernia mesh devices implanted were: bard 3 dmax mesh left, large, lot husd1487 right, large, lot husc0624. After the surgery, the pt experienced constant pain and swelling in the lower abdomen and genital areas. The following month, the pt had a follow-up visit with the surgeon. At that visit, the pt complained of the constant pain that was being experienced primarily on the right side and of the lower abdomen swelling. The surgeon advised that it would likely take a bit longer to have the pain and swelling go away. The surgeon advised a return in three months for further follow-up. Three months later, the pt met with the surgeon for the three month follow-up. At this meeting, the pt again complained of the constant pain and swelling. After bringing in a fellow surgeon to collaborate with, it was determined that the right hernia was recurrent and that the mesh was not functioning properly. The surgeons decided that the hernia meshes had to be removed and the hernias re-repaired. The pt was cautioned that this would be a complex process as tissue normally attaches to the hernia mesh and that special care would have to be exercised to not damage a blood vessel or cause nerve damage. The primary surgeon ordered a CT scan, which was completed a week later, and is reported. The surgery was subsequently scheduled for the following month. Three days prior, pt had pre-op visits with a nurse practitioner in general surgery and with anesthesiology staff. The nurse practitioner informed the pt that the surgeon had ordered lab tests and an EKG. The lab tests and the EKG were completed that day. Three days later, the surgeon and a colleague surgeon performed the repair surgery. Open incisions were made, with a 5fl incision on the right side and a 4fl incision on the left side. The hernia mesh devices implanted approx four and a half months earlier, were removed. The surgeons completed the hernia repair by implanting new mesh devices. The mesh devices used were: bard mesh left, 3"x6", lot husc0444 right, 3"x6", lot husg1654. The manufacturer was listed as davol, with indication. Surgeon notes from the late 2008 surgery indicates: from examining the mesh, it appeared as if the right hernia mesh had folded in its midsection and no longer covered the hernia defect. According to the surgery records, the removed mesh devices from the four and a half months earlier, surgery were sent to the medical center's pathology department. The pathology report indicates a "gross evaluation only" was conducted. This apparently was a cursory eval with no observations noted. The pathology department informed pt that specimens like in this case are not retained or returned to the manufacturer. In late 2008, pt returned to the general surgery department to have 24 metal staples removed from the incisions. Pt suffered severe pain after the ten days earlier repair surgery and as of 2009, still experiences daily pain episodes. Pt feels there has been substantial pain, emotional, and financial distress caused by the bard 3dmax mesh devices that were implanted in 2008. Pt is aware of FDA warning letter issued to c.r. Bard inc. A week earlier; which indicates quality control issues at the company's manufacturing site. Pt cannot help but wonder if the mesh implanted that month originated from that site and that quality control issues there contributed to the malfunctioning of the bard 3dmax mesh. Pt desires that the FDA treat this incident as being caused by a malfunctioning medical device that resulted in a severe adverse event for the pt.